Event description:
Per the clinic, the patient experienced skin overgrowth. Subsequently, a revision surgery was performed on (B)(6) 2026, during which the abutment was removed under general anesthesia and a cover screw was placed. Oral antibiotics were prescribed as a prophylactic. Subsequently, on (B)(6) 2026, the patient underwent another revision procedure to convert to a transcutaneous osia implant system.

Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.